Event description:
It was reported that a patient using the ilet system experienced persistent hyperglycemia, changed infusion sites multiple times, then was found on the floor at an endocrinology visit and subsequently hospitalized, with the event characterized by diabetic ketoacidosis; the ilet device was reportedly lost in the hospital and the patient transitioned to multiple daily injections. Symptoms included diabetic ketoacidosis with associated acute illness requiring treatment. Outcomes included emergency evaluation, inpatient admission, administration of intravenous fluids and exogenous insulin, recovery, and discontinuation of the ilet. Investigation included review of user-reported history, coordination with the healthcare provider, and collection of hospitalization details. Investigation of this case revealed an unclear cause of hyperglycemia progressing to dka, with no device data available for assessment. It was concluded that the event resulted in hospitalization for dka with cause not determined and that the patient recovered and discontinued use of the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.